Event description:
Slight numbness on tip and sides of tongue following essential tremor treatment. According to the patient, the numbness is getting better with time.

Manufacturer narrative:
This complaint included known side effect. No malfunction was described. No new risk has been recognized.